Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the forceps stopper had come off due to physical stress. The event can be detected/prevented by following the instructions for use which state: ¿caution ¿ never coil the endoscope¿s insertion tube, with a diameter of less than 10 cm. The endoscope can be damaged if coiled too tightly. ¿ do not strike the distal end of the endoscope. There is a risk of visual field abnormalities. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and evaluation found forceps channel port was shaved and water tightness was lost. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: venting connector under grip was shaved; indication on light guide connector was unclear; up/down angulation lever plate, grip and eyepiece were sticky; the control unit was dirty due to water leakage; the angle wire became longer than normal; due to wear of an angle wire, bending angle in up direction did not meet the standard value and a foggy image occurred in the view field of eyepiece. Scratches were found on the connecting tube, angulation lever, forceps lever, the diopter ring, image guide protector, the control unit, eyepiece and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: social welfare corporation goodwill welfare association international goodwill general hospital (edited in respective field due to character limitation).

Event description:
The customer reported to olympus that there was a leak, isolation found on the cystonephrofiberscope. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the forceps stopper had came off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.